Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no patient injury reported. No further info was available.

Manufacturer narrative:
MFR reference number: (B)(4). The device was received at baxter for eval. Review of the history log confirms the system error 322 reported symptom. Eval was unable to determine the cause. Eval of known contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.